Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Olympus (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, the instrument channel of this device tested positive for mesophilic aerobic bacteria(7 cfu/10ml). However, hygienic relevant microbes were not detected. Therefore, it cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the air/water channel of the subject device tested positive for microbes (1.9cfu/ml: gram-positive bacteria, staphylococcus epidermidis, neisseria subflava, viridans streptococci). Other detailed information such as the reprocessing method was not provided. There was no report of patient infection associated with this report.